Event description:
The complainant reported that while performing a ventriculography, the bond between the rotating connector and the tubing broke when injecting contrast with an injector at 800ps. No one was sprayed during the incident. There was no harm or injury to the patient or clinicians.

Manufacturer narrative:
Method: 19 units from the same lot number were available in inventory for testing. Each unit underwent vacuum and pressure testing. The device history record was reviewed. Results: no insufficiencies in bonding were found. Performance failures were only detected when submitted to pressures well above the 900psi rating for this rotator assembly. No significant anomalies were identified in the device history record. Conclusions: the complaint could not be confirmed and no root cause could be determined.